Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  met elective replacement indicator (eri) with possible early depletion. The ICD was explanted and replaced. It was noted that device may have experienced early depletion from the inappropriate shocks that the patient suffered due to atrial fibrillation (af); no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the returned device did not detect any performance issues, but the calculated longevity result of 81% of expe cted was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.